Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system there was an issue with the extension tubing detaching from the kt¿s base without any stress being put on it.

Manufacturer narrative:
Investigation: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. No quality notification were initiated during the build of this lot number. Although units were not returned there were three photos were provided for evaluation of this incident visual/microscopic evaluation - (method-n/a): the photos revealed both units (#1 & #2) had separation of the extension tubing from within the clear port of the catheter/adapter (stabilization platform) and revealed no further damage. Relationship of device to the reported incident: manufacturing ¿ the device failure was due to an insufficient amount of adhesive in the extension tubing/ adapter joint. This defect is created at the new zone 8 adhesive dispense station. When the adhesive dispense tips become misaligned, adhesive is not dispensed in the proper location leading to an insufficient amount of adhesive in the tubing/adapter port joint. This failure mode of the process was introduced by the new station design, and the 100% adhesive presence vision system was not capable of detecting these failures.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system there was an issue with the extension tubing detaching from the kt¿s base without any stress being put on it.